Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2015. At this time the patient claimed obtaining a blood glucose reading of ¿200mg/dl¿ with the subject meter. The patient manages their diabetes with insulin pump therapy and denied making any changes to their regular diabetes management routine as a result of the alleged product issue. At ¿2:59pm on (B)(6) 2015¿ the patient experienced the symptom of ¿shaky¿. Immediately after this, at 3pm, the patient self-treated by consuming more food and drink. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter, however, the test strips being used had been open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/28/2015). The patient¿s meter has been returned on 2/13/2015 and evaluated by lifescan product analysis on 2/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.